Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use,  the device had an erratic rso2 readings from below 15 to high 50s or no readings. It could not monitor the patient from surgery for coronary artery bypass warm beating. The monitor and preamps and cables were swapped but sensor continued to read erratically. The event result in a delay of the procedure.

Manufacturer narrative:
Additional information: d9 g3 g6 h3 h6 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted without the sensor in question being returned or the invos tablet. The invos pre-amp was connected to the invos test system (2.0) cl:16283 and there were no errors observed after post. A field tester was used as a sensor/simulator to test the pre-amp and during testing the readings remained consistent and there was no sign of erratic readings. The settings on the pre-amp were changed to various settings and the values were observed on the screen. A medical safety assessment was performed for this event. The medical safety assessment concluded. A review of the system logs showed upon review of the task the event and reported severity are labeled events for the product and/or the procedure and are included in the risk management file. It was reported that the device had an erratic rso2 readings from below 15 to high 50s or no readings. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.